Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high thresholds at multiple sites. The lead was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal lead characteristics.